Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +10.0/+1.5/084 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to excessive vault, pupil block, and elevated iop. A secondary yag was also performed. On (B)(6) 2019 a shorter lens was implanted and the problem was resolved. The surgeon notes, "peripheral synaechiae to wound and parascentesis." The cause of the event is reported as device.